Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia with a highest blood glucose of 240 mg/dl that trended down to 220 mg/dl over about 90 minutes, without device alerts and without the need for assistance or medical intervention. Symptoms included no reported clinical symptoms. Outcomes included no injury, no medical treatment, and no hospitalization. Investigation included customer care troubleshooting and education regarding ilet adaptation to meals, correction behavior, and review of insulin on board. Investigation of this case revealed no device malfunction or component issue and suggested expected algorithmic behavior during early adaptation, with glucose declining toward range. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.